Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut at 35.3cm, (mimimal blood visible in proximal conductor). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and no capture at maximum output. A lead fracture was suspected and the physician questioned whether there was an insulation breach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.